Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the end of a plus sl mia dbl offset adapt. Rt 60/25mm, that connects to the strike pad, broke off. It is unknown if any pieces fell inside of the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the end of a plus sl mia double offset adapter right 60/25mm, that connects to the strike pad, broke off. The device, used in treatment, was returned for investigation. Upon visual , the reported failure mode could be confirmed. The clutch is broken. Apart from that, the device shows normal signs of usage such as gouges and dents. A complaint history review was performed. Three additional complaints for the batch in scope were reported so far but with another reported failure mode. A review of the batch record was performed. No deviations from the standard manufacturing process which could have contributed to the reported issue were reported. The failure mode and the severity are covered in the corresponding risk management document. A review of past corrective actions was performed. No further escalation is required. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. However, based on the performed investigations, the relationship between the reported event and the device was confirmed. This instrument is designed to hold and guide the detachable rasps for broaching. It is therefore subjected to repeated impact forces via the modular knock plate or the pneumatic woodpecker. Previous investigations demonstrated, that under specific circumstances, this device may fracture during impaction. An optimized design of the device has been released in order to reduce the occurrence of this issue. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. The returned device will be discarded.